Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that their doctor put in the device and now they did not do it anymore. Patient said that doctor didn't tell them how to use it and the (B)(4) representative was already gone so they didn't get to talk to them. Patient did not know anything about the machine. Patient had experienced a loss or change of therapy. Patient was going to the bathroom too much on (B)(6) 2016. Patient was getting 50% or greater relief of symptoms. Patient was getting up 5-6 times during the night and they could not sleep. Patient was not feeling stimulation and therapy was off. Patient was on program 2 at 3.35 volts and the stim was off. They turned the stim down to 1.0 volts turned the stim on and then increased stim to 1.55 volts. Patient feeling stim in the correct area. Patient was advised to consult with doctor for more information. Patient mentioned that yesterday when they were trying to figure out how to use it, was too high and they got shocked and hit button to turn down. Every time try to turn on and itwould cut off. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.